Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar procedure on (B)(6) 2018, a tibial nail was inserted using the suprapatellar instrumentation. After placing a proximal locking screw in the dynamic hole of the tibial nail, they attempted to remove the insertion handle. They could only get the connecting screw to turn a little. They ended up breaking the tip of the ball hex screwdriver in their efforts to get the connecting screw out. Fragments were generated but were removed easily without additional intervention. They decided to remove the proximal locking screw and pull the tibial nail out. A different instrumentation set was used, and a new tibial nail was inserted. The same proximal locking screw was reinserted in the new tibial nail and the distal locking screws were then completed. The procedure was completed successfully with a 40-minute surgical delay. The patient outcome was good. Concomitant device: proximal locking screw 4x44mm (part: unknown, lot: unknown, quantity: 1), insertion handle for suprapatellar (part: 03.010.440, lot: 07611819447, quantity: 1). This report is for a cannulated connecting screw for percutaneous instruments for nails-expert. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history record (DHR) review has been requested. It was completed on the wrongly reported lot number - 170125-01 as follows: part #: 03.010.404; lot #: 170125-01. Part/lot combination unknown at synthes gmbh, therefore no DHR review possible. Investigation summary: it was reported that during a suprapatellar procedure on (B)(6) 2018, a tibial nail was inserted using the suprapatellar instrumentation. After placing a proximal locking screw in the dynamic hole of the tibial nail, they attempted to remove the insertion handle. They could only get the connecting screw to turn a little. They ended up breaking the tip of the ball hex screwdriver in their efforts to get the connecting screw out. Fragments were generated but were removed easily without additional intervention. They decided to remove the proximal locking screw and pull the tibial nail out. A different instrumentation set was used and a new tibial nail was inserted. The same proximal locking screw was reinserted in the new tibial nail and the distal locking screws were then completed. There was a 40-minute surgical delay. The patient outcome was good. The procedure was completed successfully. The device was received with the reported condition of ¿device interaction (2+ devices) unable to disassemble. The following investigation flow were performed: device interaction/functional. The device was received at cq and visually it can be seen that the connecting screw is inside the concomitant insertion handle (03.010.440/170125-101) and is jammed onto the nail. The devices are completely jammed, and separation is impossible. Therefore, a functional test of the individual parts is not possible. The received condition does agree with the complaint description and can¿t be replicated due to the jammed condition of the device. Dimensional inspection: a dimensional inspection was not performed as the relevant feature could not be assessed due jammed condition a device history review could not be performed as the lot number is unknown. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level; and no issues were identified. A root cause could not be determined, as the circumstances surrounding the complaint are unknown, however a possible cause could be the connecting screw was over torqued onto the nail resulting in the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: d4: lot number was reported to be 170125-01, but is not a valid lot number for the device, further lot number was not identified upon device receipt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected lot number of concomitant device 03.010.440. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: proximal locking screw 4x44mm (part: unknown, lot: unknown, quantity: 1), insertion handle for suprapatellar (part: 03.010.440, lot: 170125-101, quantity: 1).